Event description:
It was reported that high and out-of-range lead impedance measurements were observed. The high lead impedance was not reproducible. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.